Event description:
It was noted that the coil protruded from the catheter tip. An 8mmx20cm interlock-35 was selected for use. During procedure, it was noted that the coil stuck in the distal part of the imager ii catheter. Subsequently, the coil was removed together with the catheter and was noted protruding from the catheter's tip. The procedure was completed with a different device. No complications reported and patient was good post procedure.